Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported an open circuit that was noted and patient experiencing "jolting" sensation and reporting the system not functioning as it should. They were seen by a rep who turned off the device as it was showing an open circuit and uncomfortable for patient. They left it switched off. The patient had rheumatoid arthritis, at the time and had a jaw infection which they were waiting to resolve until under going further joint replacement surgeries.